Manufacturer narrative:
Interstim is no longer applicable to the event. Ezw is no longer applicable to the event . PMA h990014 is no longer applicable to the event.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient stated they had a few friends that were complaining of the same issue of the implantable neurostimulator (ins) turning. There was no other information available at the time of the report. The ins indication for use was not clear at the time of the report. Please see rr 3004209178-2017-04430 where information was previously reported.